Event description:
It was reported that upon deployment of a vena cava filter, the filter was tilted and the filter limbs were crossed. An attempt was made to remove the filter with a snare device; however, it was unsuccessful anda second filter was deployed superior to the initially implanted filter. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.